Manufacturer narrative:
An investigation has been performed for the reported complaint, a valid serial number has not been provided and there was no indication that the product did not meet specification. The customer experienced incompatibility with freestyle libre 3 application. Smartphone compatibility with the use of freestyle libre 3 and the [phone] [software version] has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatibility issue was reported with the abbott diabetes care (adc) device in use with iphone phone with ios operating system version 11. The customer was unable to access their freestyle libre 3 account due to incompatibility. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, the customer was able to self-treat with juice after they regained consciousness, the customer was additionally treated with oral glucose. There was no report of death or permanent impairment associated with this event.